Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Device not returned to manufacturer.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2014. The revision surgery was due to patient experiencing instability. During the revision, the congruent tibial insert, and the retaining bolt were removed. The size 5 x 10mm tibial insert was revised to a 5 x 16mm insert, and the retaining bolt was revised to a new component of the same size. The original patella, baseplate and femoral components were untouched.